Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two prostyle devices after an interventional peripheral vascular procedure with an 8f sheath. Reportedly, the first prostyle device only partially advanced over the guidewire. A second prostyle device was attempted; however, the device could not advance over a kink in the guidewire. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported difficult to advance was not confirmed as a guide wire patency test using a proxy 0.035-inch guide wire was performed. The guidewire was backloaded without resistance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the device analysis, the reported difficult to advance appears to be related to the damaged guidewire. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.